Event description:
It was reported that this system is experiencing issues with device interrogation, as the device could not be accessed by the previous facility. The patient is being transferred due to this issue. The system may have reach end of life (eol). Noise characteristics observed did not resemble electromagnetic interference (emi), though a small artifact was present, with the right atrium (ra) and left ventricle (lv) not oversensing it. Impedance measurements were within normal limits. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this system is experiencing issues with device interrogation, as the device could not be accessed by the previous facility. The patient is being transferred due to this issue. The system may have reach end of life (eol). Noise characteristics observed did not resemble electromagnetic interference (emi), though a small artifact was present, with the right atrium (ra) and left ventricle (lv) not oversensing it. Impedance measurements were within normal limits. No adverse patient effects were reported. This system remains in service. This device has been explanted. No specific information has been received for the explant procedure. No additional adverse patient effects were reported.